Manufacturer narrative:
Based on the claim against the product by the customer noting the surgeon was unable to control of arm 1 and arm 2 on the patient side cart (psc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse swapped the master tool manipulator (mtm) due to the error 23032 found in logs as a precaution. Fse replaced the mtml. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer aborted to another system after the start of the procedure due to being unable to take control of arms with the left mtm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon was unable to control of arm 1 and arm 2 on the patient side cart (psc). Surgeon still had control of arm 4. The operating room (or) staff cycled system power before calling. System powered and homed successfully. Surgeon stated they are unable to control instruments with left manipulator. The technical support engineer (tse) viewed logs and found error 23032. The or staff cycled system power and brought in another surgeon console. New surgeon console powered and worked with no issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer confirmed the procedure was able to be completed robotically with another surgeon side console (ssc).

Manufacturer narrative:
The master tool manipulator (mtm) was analyzed and failure analysis investigations were unable to replicate the reported issue. However, it could be confirmed as having occurred via field error logs. During evaluation the gimbal was found to have sticking opto buttons. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed.

Event description:
Refer to h10/h11 for follow-up information.